Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 584 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading. Customer did not mention any symptom. Customer was treated with insulin and injection. High blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 157 mg/dl. Customer blood glucose at the time of the incident was 535 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was (B)(6). Infusion set was changed on (B)(6) 2017. The infusion set was changed every 2-3 days. There were air bubbles. Customer did not mention if the cannula was bent. Drive support condition was not mention. High pressure test was not performed. Insulin pump setting was correct. Insulin pump will not be returning for analysis.